Event description:
Patient receiving surgery to place an ekos thrombolytic catheter. During the procedure an aspiration catheter torq tip was being used, it broke during the procedure and a piece did not retract with the rest of the catheter. The proceduralist was able to retrieve the rest broken piece during the procedure. No apparent harm to the patient. Fluoroscopy indicated successful removal.